Manufacturer narrative:
Additional narrative: the product was initially manufactured at the (B)(4) site. At this time, monument has assumed manufacturing duties for this location. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service & repair evaluation was performed: the customer reported the tang and a notch were bent. The repair technician reported the guide pin was bent and binding. Binding is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. This item was repaired, passed synthes final inspection and returned to the customer on 28-jul-2015. The evaluation was confirmed. A service & repair history maintenance review was performed. Lot no: 7948330 no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the helical blade inserter is bent and that the tang is stuck in the notch. The event was discovered outside of the operating room and prior to the wash cycle. No patient or surgical involvement. This report is 1 of 1 for (B)(4).